Event description:
Complainant alleged that subsequent to an unrelated pt event, the device was placed atop of a gurney and the device's display blanked out. The device was turned off/on, however the device powered up without display. Complainant indicated that there was no pt involvement in the reported malfunction.